Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and foreign residue on the lens. Visual inspection found the optic and haptic torn with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h1- "serious injury" should be corrected to "malfunction" in initial and supplemental MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -06.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.